Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A direct correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the patient's reoccurring symptoms included melena, a drop in hemoglobin levels, fatigue and hypotension. An endoscopy confirmed the gi bleeding. Since implantation of the lvad, the patient was admitted four times for gi bleeding. Each admission required the administration of red blood cells to keep the hemoglobin level above 70, as well as other treatment including hemospray and adrenaline injections. Aspirin and warfarin were discontinued intermittently throughout all admissions until the final admission when aspirin was stopped and inr goal was reduced to 1.5-2.0. Octreotide subcutaneous injection were also administered during the last admission. The bleeding continued despite all intervention.

Manufacturer narrative:
(B)(4). Approximate age of device: 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was placed on the urgent heart transplant list due to recurrent and unstoppable gastrointestinal (gi) bleeding. The patient was transplanted on (B)(6) 2015. It was reported that the vad functioned normally. No additional information was provided.